Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly, moisture damage and failed battery test on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer advised they went into the swimming pool and the display screen went blank. Customer advised they air dried the insulin pump and the device alarmed failed battery test. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.